Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 18 years old and the last repair was on (B)(6) 2010, for a non related issue. The inspection found that the device was stiff, the head was nicked, and all thickness lever settings were out of calibration. The cause of the reported complaint was an out of calibration device, and a damaged head. The damage to the head may indicate excess, uneven blade contact, which may have contributed to an uneven blade contact with the skin. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer air dermatome was not cutting like it normally does. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the dermatome had been skipping and chewed up the graft. An additional graft harvest was required. An alternate device was available. There was no reported increase of surgical time.